Event description:
It was reported that the patient underwent surgical intervention on 01 july 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had issues with charging the device and thus did not recharge the ipg as recommended by the manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.